Manufacturer narrative:
Product ID: 3387s-40, lot# va0y1e0, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A healthcare professional reported that on (B)(6) 2016 during the procedure, the distal/clear tip of the lead was deformed. This was visible to eye and the healthcare professional had not implanted the lead due to the appearance, the lead would be returned. Another lead was implanted despite that lead having the same appearance. The issue was not resolved. No surgical intervention had occurred or was planned. No patient symptoms were noted. The patient's indication for use is parkinson's dual and movement disorders. Reference manufacturer's report number: 2649622-2016-02904 for the lead that was not used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.